Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and failed as the usb connector was contaminated. Pictures were taken. A receiver charge test was performed and failed as the power dropped once connected to the charger. A receiver boot test was performed and passed. Functional test were not performed due to the receivers power dropping once connected to the charger. An internal visual inspection was performed and failed due to damaged components. Pictures were taken. The receiver log was not downloaded and reviewed as the power dropped once connected to the charger. Confirmation of the allegation was undetermined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).